Manufacturer narrative:
Eval: no product was returned to assist in our investigation. Based on the information provided by the customer, we are unsure why the catheter separated. It should be noted, however, that the customer used this device in a drainage capacity. This is labeled as an angiographic catheter.

Event description:
The catheter was placed in 2007, via intercostal route for ptgbd in a patient with obstructive jaundice due to a pancreatic head cancer. The next month, during removal of the catheter, the catheter severed and the distal 20cm portion of the catheter remained in the patient from the gallbladder to the intraabdominal space. The following month, a decision was made to retrieve the tip of the catheter, taking advantage of a separate surgery to be conducted on a certain day.